Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The manufacturer will continue to monitor and trend related events.

Event description:
The first capio device did not catch the dart suture. A second capio device was used and after the first placement the physician removed the suture to reposition and the dart came off when he pulled it out. The dart was left in the patient. A third capio device was opened as a precaution and completed the case. The patient's condition was reported as unknown.